Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small green connector for an anticoagulant syringe of a prismaflex m150 set was cracked. The cracked set was discovered during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: this event occurred during continuous renal replacement therapy (not prime as previously reported). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.